Manufacturer narrative:
A review of lot file a911 was performed. There were no nonconformance or alarms associated with this event type for this lot. This lot met all release requirements. A review of the complaint file for lot a011 was performed. There was on other centrifuge bowl leak. Reported to date for this lot. No trends detected. No product was returned by the customer for investigation. Therefore, the root cause of the lead could not be determined based solely on the info provided by the customer. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak/blood leak alarm. Name and function of complainant: same as reporter. Customer stated she heard a loud grinding noise at the start of cycle 3 and the instrument displayed a blood leak error. Customer aborted the treatment and disconnected the patient without giving back blood. Customer did not receive an option on the display to abort treatment and called cts. Cts advised customer as to how to remove the centrifuge bowl and kit. Cts asked if any leaks were seen. Customer started when they pressed down on the top of the bowl, they saw a small amount of blood come from the top of the bowl. Customer stated there was no visible blood in the centrifuge or the overflow bag. Cts advised the customer to wipe down the centrifuge with a microbicide, grease the rubber ring, and allow the centrifuge to dry. No product was returned by the customer for investigation.